Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/29/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the tubing was separated from the two-piece luer lock adapter. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a clearlink system catheter extension set in which a leak occurred. According to the report, "leaking was detected at the connection; when flushed with saline, the extension set snapped at the connection." It is unknown how or when the connection snapped. The condition occurred during patient use. The reporter stated that the primary tubing was b braun IV tubing product code 470043. There was no patient injury or medical intervention associated with this event. No additional information is available.